Manufacturer narrative:
(B)(4). The reported complaint for "iab rupture" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "iab rupture". Additional infomation states that the iab catheter was removed and replaced. The second iab also ruptured and was removed and replaced. No patient injury or consequence reported. The patient's current condition is "fine". Please see associated MDR#: 3010532612-2026-00163.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "iab rupture". Additional infomation states that the iab catheter was removed and replaced. The second iab also ruptured and was removed and replaced. No patient injury or consequence reported. The patient's current condition is "fine" please see associated MDR#: 3010532612-2026-00163.